Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up the customer reported that there was a crack in the transformer housing and that the crack spread apart exposing the inner electronics of the transformer. As of the date of this report the product has not been received. Should the original device be received resulting in new, changed, or corrected information, a follow up will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformer to medela is no robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
The customer reported that the housing for their pump in style power adapter was falling apart.